Manufacturer narrative:
(B)(4). A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the fiber was morphologically consistent with being sourced from the screen filter material that is found on the stress members of infusors. The cause of the fiber is undetermined.

Event description:
It was reported that particulate matter was found in the solution of a half day folfusor after filling. The folfusor was filled with fluorouracil (5-fu). There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection of the device was performed and verified the presence of particulate matter in the fluid path. The device had approximately 250ml of fluid in the bladder. Two tiny white particles approximately 0.10 and 0.30 square mm in size was found floating freely in the fluid of the bladder. Should additional relevant information become available, a supplemental report will be submitted.